Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you please clarify if there was any change in the post-operative care of the patient? Were there any patient consequences? If yes, please describe. Response: in the immediate consequences, the patient was back to the block for hemorrhage in the night. After that for the moment there have been no incident. The risk is the recurrence of his hemorrhoids attacks due to a non optimal treatment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the patient was back to the block for hemorrhage in the night.¿ can you please clarify what was meant by ¿back to the block?¿ was an additional surgical procedure required? What was done to address the hemorrhage in the night? What was the grade of hemorrhoids? What was the location of the hemorrhoids; isolated on one side or circumferential? What is the surgeon¿s experience with the pph procedure? Was device difficult to close? Was the device difficult to fire? Was a complete transection of the cutting washer confirmed? Why do they believe the circular knife was defective? Were 2 pph03 devices used in the initial procedure? What was the lot or batch number of the device? What is the current patient status?

Manufacturer narrative:
(B)(4). Batch # n55d2t. Device evaluation summary: the analysis results found that the pph03 device arrived with the guide face detached and with the knife damaged; the breakaway washer was present with an off-center cut and there were no staples present. Presence of adhesive was noted on the casing windows of the device. No functional test was performed due the condition of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you please clarify what was meant by ¿back to the block?¿ the surgeon operated again the patient (back to the operating room). Was an additional surgical procedure required? Yes. What is the surgeon¿s experience with the pph procedure? According to the sales rep, the surgeon uses the device properly. Why do they believe the circular knife was defective? According to the sales rep who has observed the device, the circular knife is damaged in two places. What was done to address the hemorrhage in the night? Suture with thread what was the grade of hemorrhoids? Grade ii iii. What was the location of the hemorrhoids; isolated on one side or circumferential? Circumferential. Was device difficult to close? No. Was the device difficult to fire? No. Was a complete transection of the cutting washer confirmed? The complete cutting has not been performed, this is the issue. Were 2 pph03 devices used in the initial procedure? Yes. What is the current patient status? The patient went back home, he no longer consulted the surgeon so a priori he is doing well.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if there was any change in the post-operative care of the patient? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a longo procedure, at the stapling, the cutting was incomplete and non circular. More than a half of the circumference was cut and non stapled. The circular knife is defective. Clinical consequences: per operative bleeding; risk of an anal "steanosis" because of a second stapling was needed.